Event description:
It was reported that while a patient was on ventilatory therapy, the ventilator stopped delivering volumes and was alarming. The ventilation mode was changed but still no volumes were being delivered. The ventilator was disconnected and the patient was bagged. The patient circuit was checked and a tracheal aspiration was done to eliminate any obstruction. The ventilator was replaced with another one. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
It was reported that while a patient was on ventilator therapy, the ventilator stopped delivering volumes and was alarming. The ventilation mode was changed but still no volumes were being delivered. The ventilator was disconnected and the patient was bagged. The patient circuit was checked and a tracheal aspiration was done to eliminate any obstruction. The ventilator was replaced with another one. Our field service engineer investigated the ventilator on site and replaced the inspiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation simulated use testing of the returned inspiratory pressure transducer passed the performed pre-use check. No abnormal found during ventilation for 5 days. It was not possible to reproduce the reported issue. However, it was noticed that the ee-prom memory was corrupted. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: # (B)(4).